Event description:
IV filters required for cardiac patients to prevent air into the line is being primed only to drain dry once the clamp is opened and not allowing for re-prime, instead staying full of air. This has not previously been a problem and did not reach the patient as it occurred during priming new sterile lines. Priming was attempted with 2 different filters with the same outcome. Filter was removed and not used. Filters were kept in a bag. Other reports on this device, from (B)(6) some with leaking: (B)(4).